Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located in the superficial femoral artery (sfa). A jetstream® xc atherectomy catheter was advanced to the lesion and during the procedure it lost aspiration. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported an the patient's current condition is fine.